Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: expiration date: change from ni to na. G4: combination product: add no (previously blank). H8: usage of device: change from initial use of dev to reuse. H11: the device was received for evaluation. An external and internal visual inspection was performed which revealed severe damage to the device. Functional tests could not be completed due to the device being severely damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device was burned. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.